Event description:
It was reported post implant of an adjustable gastric band on the third fill, the surgeon was trying to access the port with straight forward access and was not aspirate any fluid. The patient was taken for x-ray with contrast. The reservoir filled in the contrast and went down the tubing outward about eight inches and was flowing toward the lumen. It did not go any further into the tubing. No contrast was seen extraneous to the port. The radiologist believes there is a leak in the tubing. The port was replaced and remains with risk management.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device remains with risk management.